Event description:
Same case as: 6000089-2007-01377; it was reported that during prep for a coronary drug eluting stenting treatment procedure, stent damage was identified. During preparation for the procedure it was noticed that at the proximal edge of the 2.50x20mm taxus express2 drug eluting stent, the stent struts were partially uncrimmped from the balloon. Another 2.50x20mm taxus express2 drug eluting stent, of a different lot number, was pulled and the stent struts were also found to be partially uncrimmped from the balloon. The device was also not used. The case was completed with another 2.50x20mm taxus stent. The devices did not come in contact with the pt.